Manufacturer narrative:
Continuation of concomitant: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an hcp via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient was apparently hugged by a large person, felt jolt down her arm and hasn¿t gotten good stimulation since. Impedance test was done and no issues were found with electrodes. Reprogramming done but the issue was not resolved at the time of the report. The event date was unknown. Hcp had no further info. No further complications were reported/anticipated.